Event description:
A physician reported that, following an intraocular lens (iol) implant procedure, there was a presence of filaments /particles noted on the posterior surface of the implant. These filaments were stuck to the implant and was unable to be removed. The particles are described as sticky coils, impossible to remove. The implants do not seem to be marked before injection. Additional information was received stating at 1-day post-op, the patients did not show any inflammation; it was too early to see if there was any visual impact for the patient. The cartridges are suspected for reported event and implant have not been explanted.

Manufacturer narrative:
A sample device was not returned for analysis, the lens remains implanted in eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. (Method code updated to 4114 instead of 4117) and h.10. The used company cartridges were not returned for evaluation. A photo was provided of an eye. This photo is attached to all five files. It is unknown which file/patient is pictured. The lens cannot be observed. An artifact (possible material) was observed at the center of the pupil. No determination can be made from the photo as to the nature or origin of the artifact. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The associated iol is qualified. The handpiece and viscoelastic used were not provided. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. No determination can be made from the provided photo as to the nature or origin of the observed artifact. It is unknown if a qualified handpiece and viscoelastic were used. Per the instructions for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There has been six other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).